Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's emergency stop was active, which can impact booting. Upon troubleshooting, the fse found that the emergency stop switch circuit was normal. To resolve the problem, the fse replaced the pcu (power conditioning unit) power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop was active, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.